Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error alarm, failed battery test and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that most of the batteries will have 3 bars and one minute there is nothing and he received a motor error alarm. The customer stated that there was also a failed battery test. The customer stated that the alarm occurred during basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to monitor the pump and call back if alarm recurs.